Event description:
A consumer reported he had cataract extraction and intraocular lens (iol) implant surgery a few months ago. He reported he has large pupils and was extremely nearsighted prior to surgery. He reported that the had many complications. The consumer reported he can see a little better at distance now without his glasses, but his intermediate and close up vision is non existent. Add'l info was received from the surgeon. The surgeon noted a dislocated haptic one day following surgery. The pt had an add'l surgical procedure at that time. Pt outcome was reported as "excellent".

Manufacturer narrative:
The product was not returned for evaluation. The lens remains implanted. Product history record and batch records were reviewed and documentation indicated the product met release criteria. There are no other reports in the lot. Add'l info was requested by mail and by fax on 02/22/2008. The questionnaire was completed by the surgeon and returned on 03/03/2008.